Manufacturer narrative:
During inspection and testing of the subject device, the coating of the insertion section was found to be peeling due to deterioration. In addition, service found the bending section cover was not watertight due to a cut, confirming the customer's initial report. Service also found the insulation resistance value at the distal end was out of specification due to a cut on the bending section cover, the bending section cover was cracked, the markings on all switches were unclear, there were white dots in the image due to a damaged charge-coupled device, and there were scratches on the distal end of the scope and the universal cord. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported leaks were found in the bending section cover of the scope during reprocessing. The device was returned to an olympus service center for evaluation. During inspection and testing, the coating of the insertion section was found to be peeling. This report is being submitted for the malfunction found during evaluation (peeled coating). There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The event date information was received from the customer. Update field is b3. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 16-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress/chemical stress/storage environment, etc. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "·preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU: "·important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. ·reprocesing manual_ general policy precautions_warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. ·storage and disposal warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.